Event description:
It was reported that the device was checked and it had reverted to vvi 70. The device could not be programmed out of the vvi 70 and no other parameters were changed. There was no indication of elective replacement indicator (eri). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).